Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and rv coil impedances, as well as oversensing. A coil fracture was suspected. It was noted that the implantable cardioverter defibrillator (ICD) was not anchored properly, and subsequently migrated, possibly resulting in the lead fracture. The lead was explanted and replaced, and the device was repositioned and remains in use. No patient complications have been reported as a result of this event.